Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) system due to the appearance of flat shock egms and atrial events falling into refractory with ventricular pacing at 90 beats per minute (bpm). Technical services (ts) explained that the ending of the right atrial automatic threshold (raat) test overlapped with the start of the atrial tachy response (atr) episode. The raat stored the evoked response (ER) channel and not the shock egm, however the atr did store shock egm. The flat appearance of the shock egm where the two episodes overlap does not impact device function. It was also suspected that the end of the raat test was sending the patient into atrial fibrillation (af) and causing the atr episode. Ts reviewed troubleshooting options and programming considerations, and recommended turning off auto and trend and monitor whether af occurred. This ICD system remains in service. No additional adverse patient effects were reported.